Manufacturer narrative:
UDI: lot number unknown; (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified reconstruction with a flap surgical procedure, it was observed that saw attachment device was not able to fit any adaptor on the driver unit on the pen drive device. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.